Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed an infection in right axilla 19 days post miradry treatment. Patient noticed a quarter-sized red lump at 16 days post-treatment. Wound care and antibiotics were prescribed.